Event description:
It was reported that a spectrum pump had an intermittently operating #1 and #2 keys on the keypad. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter received and evaluation the device. The device was found out of specification in relation to the inoperable keypad with an intermittent keypad response, which was experienced during evaluation. The #1 and #2 keys were found to have intermittent operation, all other keys performed as expected. This was found to be caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.